Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited an increase in impedance measurements. No further information related to the impedance values was available. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.